Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 3.5x10 mm ryugen nc, guide wire: bmw universal ii. (B)(4) there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was that was mildly tortuous and mildly calcified. The lesion was pre-dilated and the xience prime 3.5 x 18 mm stent was deployed. The lesion was then post-dilated with a non-abbott balloon, and after post-dilation, a dissection was noted at the distal edge of the stent. A 3.5 x 28 mm xience prime stent was used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.